Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission after receiving inappropriate therapy for an atrial arrhythmia due to undersensing. Loss of capture and lower p-waves were observed. Chest x-ray revealed atrial lead dislodgement. The lead was explanted and replaced. There were no patient consequences.